Event description:
It was reported that during use of the right ventricular (rv) lead, an alert for rv noise triggered noted with one or more ventricular oversensing/noise episodes, most likely due to the r wave morphology.  It was also reported that rv lead with a few beats of oversensing during high-rate non-sustained episode. Additionally, one rv under sensed beat noted that did not affect detection or therapies delivered.  The rv lead remains in use.  It was further reported that the patient had a device check or in office visit a few days later. The feature that monitors and adjust left ventricular capture was programmed off. It was noted that the patient had ten previously treated ventricular fibrillation (vf) episodes. Some of the feature that monitors and adjust right ventricular capture was running just prior to multiple treated episodes. Additional information noted that the feature that monitors and adjust left ventricular capture was programmed off and no further episodes occurred post reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4136 lead implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.